Manufacturer narrative:
Patient¿s identifier, date of birth and weight are not available. Device is an instrument and is not implanted/explanted. Service and repair service history record review was performed for part# 391.201, lot# p015544: no service history review can be performed as part number 391.201 with lot number(s) p015544 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a device history record (DHR) review. A device history record (DHR) review was performed for part # 391.201, synthes lot number: p015544, supplier lot number: p015544: release to warehouse date: 14 may 2008, additional release to warehouse dates: 15 may 2008 28 may 2008, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable tensioner became jammed with a cable during a patella repair on (B)(6) 2017. Mid procedure, as the surgeon was tensioning a cable to stabilize the patella and patellar tendon, the cable became incarcerated in the tensioner. The surgeon cut the cable and put a different tensioner on. There was a reported surgical delay of thirty (30) seconds to cut the cable and move on with another tensioner. No fragments involved. The final construct was two screws, one cable and suture repair. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 1.7 mm cable with crimp (part# 298.801.01s, quantity# 1). This report is for one (1) cable tensioner. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed. The customer reported the cable became jammed in the tensioner. The repair technician reported the holding device was not moving. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(6) 2017. The vendor reported the internal spring required lubrication and the nose piece needed to be re-welded. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.